Event description:
Healthcare professional reports left side rupture, capsular contracture baker grade unspecified, "slight rectification of its contours", isolated calcifications, and "focal bulging of the implant contour". The device remains implanted.

Event description:
Healthcare professional confirmed baker grade IV. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unspecified is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and baker grade unspecified capsular contracture.

Event description:
Healthcare professional reports left side rupture, capsular contracture baker grade unspecified, "slight rectification of its contours", isolated calcifications, and "focal bulging of the implant contour". The device remains implanted.